Manufacturer narrative:
(B)(4). Keypad and rails defect. The insulin pump had broken belt clip rail, minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. No stuck button alarm /button error alarm noted. The pump had no button response due to moisture damage on the keypad traces. During visual inspection, found the j1 keypad connector on pcba 1 was properly locked. Moisture damage was found on the motor and on the pcba1. Unable to perform the displacement test and self test due to no button response. The insulin pump had no button response due to moisture damage on the keypad traces. The pump had broken belt clip rail. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had defected keypad and rail. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.